Event description:
It has been reported to philips that nothing was showing on the flexvision monitor. There was no reported patient or user harm. The field service engineer (fse) replaced the 24v power supply unit (psu) and digital visual interface (dvi) matrix and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that nothing was showing on the flex vision monitor. Upon some functional test, fse found that power supply (psu) for digital visual interface (dvi) matrix switch was defective. Fse replaced dvi matrix switch. After replacing the dvi matrix switch, the system was returned to use in good working order. The defective part was returned for analysis and as per the report from the lab, no failure was found. The codes were updated based on the investigation outcome.